Event description:
The patient received two percutaneous leads (from the same lot) as part of his scs system. It was reported the patient noticed a loss of stimulation coverage. Diagnostic testing revealed one of the leads showed invalid impedance readings and reprogramming was unable to resolve the issue. An x-ray showed no lead migration. Follow-up indicated the physician explanted and replaced the lead on (B)(6) 2013. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.